Event description:
It was reported that during a da vinci-assisted simple transvestical prostatectomy surgical procedure, recoverable error 23118 occurred, which did not allow the surgeon to use universal surgical manipulator (usm3). Prior to contacting the intuitive tech support engineer (tse), the customer tried reconnecting the sterile adapter to the usm, and power cycling the system, with no improvement. The tse checked the error logs and confirmed the presence of errors 23118 and 23008 against usm3. The customer hard power cycled the system, with no improvement. The tse explained that since the error was re-occurring with every power cycle, they would not be able to use usm3. The surgeon needed all of the usms to finish the procedure, so they converted the procedure to laparoscopic. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to errors 23118 and 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) came into failure analysis with a reported problem of error 23118 which was confirmed as having occurred in the field and replicated. System logs recorded error 23118 pointing to axis 1. Unit was tested on an in-house system in normal mode where it triggered error 23118. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed chip encoder virtual absolute (cva) characterization test on the yaw. Applied behavior analysis (aba) troubleshooting was performed with in-house yaw cva flat flex cable (ffc) installed and unit passed test. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw cva ffc in the usm.